Manufacturer narrative:
Failure analysis revealed that the unit passed the self test, error test and displacement test. No unexpected error alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies. The unit was received with cracked case at display window corners, minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.